Event description:
Patient was revised to address loosening of the tibial tray. The loosening interface and the manufacturer of the cement used in the primary surgery are unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.